Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A dissection was identified in the right coronary artery following treatment with a diamondback coronary orbital atherectomy device. The patient became bradycardic and had several minutes of st-elevation. Atropine was administered intravenously, and the patient's temporary pacemaker was initiated. The patient recovered quickly and regained a normal heart rate but continued to experience st-elevation. The patient also experienced ventricular tachycardia and a non-st elevation myocardial infarction. The patient was hospitalized for observation due to the reported event. The patient was discharged (B)(6) 2018.